Event description:
It was reported that upon postoperative inspection of instruments in the sterile processing department on an unknown date, the retention pin was difficult to remove; the tip of the retention pin was bent and needed to be replaced. This report is for a retention pin for screwdriver w/ q c -hex 12mm/ xl25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the complaint device retent pin scrdriver qc -hex 12/ xl25 (product code: 03.045.006, lot number: 82p0016) was returned to cq west chester for investigation. The retention pin was bent and stripped. The item also showed signs of wear associated with usage. Functional test: the retention pin was not returned with a mating device to evaluate the complaint condition but it had bent which could have resulted in the complaint condition. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Dimensional inspection: shaft- minor diameter was measured and found to be conforming as per relevant drawing. Conclusion: the device was returned bent and stripped. A definitive assignable root cause of this issue could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 03.045.006-us . Synthes lot #: 82p0016. Supplier lot #: n/a . Release to warehouse date: 27 jan 2021. Manufactured by: hagendorf. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.